Manufacturer narrative:
. The product was returned for analysis. And the reported complaint was observed. The lens was returned inside a qualified company cartridge. Inadequate viscoelastic was observed in the cartridge. The lens was located between the loading area and the nozzle entry area upon return. The lens was not in a proper position inside the cartridge. The lens was posterior surface up and was pressed to the interior ceiling of the cartridge. Both haptic tips were placed onto the anterior optic surface. An aneurysm was observed, beginning in the thick nozzle cone wall and extended into the thinner tip area. The aneurysm was located on the upper right side of the cartridge. The aneurysm was torn in the middle along the tip, and has stretched the cartridge material at the tip exit. This extreme damage is associated with a lens that was not in a proper position for advancement. The tip also has heavy stress. The cartridge wings displayed evidence of being placed into a handpiece. The company cartridge was cleaned for further evaluation. The lens was removed from the cartridge during cleaning. Lens damage occurred during removal. Top coat dye stain testing was conducted with acceptable results. Information was provided, that indicated a qualified viscoelastic was used with this qualified lens/cartridge combination. The handpiece information was not provided. It is unknown, if a qualified handpiece was used. The root cause of the reported complaint of defective iol, placement failure may be related to a failure to follow the IFU. Extreme cartridge tip damage was observed, the lens was in an improper position, and an inadequate amount of viscoelastic was observed. The IFU instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens. And the lens fold path with ovd, which may result in damage or delivery issues. The cartridge was extremely damaged. The damage is typical of damage created when a lens is not in a proper position for advancement. This type of damage is typically progressive and worsens as the lens is advanced. The damage on the top of the nozzle started in the thick wall cone area of the nozzle. Unusually high internal forces would be needed to create damage in this area. This type of damage typically occurs if the lens is not positioned correctly for advancement. If there is a lack of viscoelastic between the lens and the cartridge lumen. If the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The lens was also in an improper position upon return. Based on the extreme damage to the cartridge tip, the location of the lens upon return would be a result of the retraction of the handpiece from the cartridge for return of the product, or replacement of the lens into the cartridge for return shipment. All product and batch history records are quality reviewed, prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacy technician reported that during implantation of an intraocular lens (iol), the lens was found to be defective and placement failure occurred. No further information was provided. Additional information was received stating that during the progression of the lens into the cartridge, it could not be placed correctly in the cartridge and the lens was defective. The device was in contact with the patient's eye with no clinical consequences to the patient. The surgery was completed on the same day with a back up lens.